Manufacturer narrative:
When checking the actual product received, the inside of the filter was cloudy. When the liquid inside the filter was drained, no abnormality was found in the membrane, and a white precipitate remained inside the filter. The drainage from the downstream part of the filter was transparent. A device history review could not be completed as no batch number was provided. Since no abnormalities were observed in this product, it was speculated that in this event white precipitates were generated from the administered drug solution and the precipitates were captured by the membrane, causing the inside of the filter to become cloudy. For reference, the package insert and the interview form of the chemical liquid of those components due to the allegation that it occurred when the dexate mannite was introduced, [white winter crystals when stored in the cold in the winter or at room temperature"may be deposited." As described in the package insert, if any abnormality is found inside the infusion filter, it may cause filter clogging, requiring it to be replace with a new one. H3 other text : see h.10.

Event description:
It was reported that the IV set/n35/20drop/f/ll experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: on day 1, hcp gave paclitaxel to a patient. On day 2, hcp gave mannitol to the patient. Filter looked melting and replaced by new route.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the IV set/n35/20drop/f/ll experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: on day 1, hcp gave paclitaxel to a patient. On day 2, hcp gave mannitol to the patient. Filter looked melting and replaced by new route.